Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus) due to unknown reasons. Cuff was explanted and replaced. Additional information was received. Patient experienced recurring incontinence. No adverse patient effects.